Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and also received a change sensor alert and the film that should be left on the pedestal when the sensor was replaced was stuck on the serter. The customer also reported a discrepancy in reading between sensor glucose and blood glucose values. The customer reported hyperglycemia with a blood glucose value of 400 mg/dl. The event involved product mmt-7040c9. Troubleshooting was not performed. The insulin delivery was not suspended due to the sensor glucose vs blood glucose difference. The sensor glucose value was 107 mg/dl and blood glucose value was 400 mg/dl and the difference was greater than 30%. It was unknown whether the customer was using the insulin pump within 48 hours of reported event. It was unknown whether the customer was using the automode/smartguard feature at the time of reported event. No further patient complication was reported. No product return is required for mmt-7040c9.